Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor memoryshape breast implant 440cc gel breast prosthesis, cat. #3541408g, serial #(B)(4). Manufacturer¿s reference number: (B)(4),

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memory shape breast implant 440cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was confirmed by a mammogram. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 05/17/2018, mentor completed the investigation on the suspect medical device. Upon receipt to mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Visual evaluation of the device revealed a rent measuring 12.0 cm within an area of siltex cracking on the posterior view extending to the anterior. In addition, the device was returned in two pieces. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast mammaries. The complaint of rupture was confirmed since a rent was found on the device and it was returned in two pieces. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/22/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 4/9/2018, mentor received additional information indicating that the serial numbers originally reported were for the incorrect sides. The serial number has been updated. The replacement devices were both 440cc mentor memoryshape gel-filled prostheses, catalog # 3541408, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).